Event description:
Patient tested positive for hepatitis b, and hepatitis c, riba confirmatory. This event is associated to bts recall.

Manufacturer narrative:
The graft remains implanted, and is unavailable for analysis. Review of manufacturing records indicate that the graft passed all qa, and manufacturing controls. Further testing to be determined. Utilizing achieved serum or tissue. Based on rti's processing methods which include a validated demineralization, and irradiation process, the likelihood of viral transmission from allograft is unlikely.